Manufacturer narrative:
The review of the device history record showed no deviations. All product features corresponded with the valid specifications of the waldemar link (B)(4) at the time period, when the item was produced. The investigation is in progress.

Event description:
It was reported that the hip prosthesis stem broke.

Event description:
It was reported that the hip prosthesis stem broke.